Manufacturer narrative:
The patient sample was received for investigation. The investigation was able to confirm the customer's ft3 and ft4 results. Upon further investigation of the patient sample, an interferent against the ruthenium component of the reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6) the sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii and elecsys ft4 IV assay results for 1 patient sample on a cobas e 801 module. This medwatch will cover ft3 iii. Refer to medwatch with a1 patient identifier (B)(4). For information on the ft4 IV results. The doctor questioned the roche results which prompted the customer to repeat the sample on a competitor analyzer. The sample had a roche ft3 result of 8.20 pmol/l and a roche ft4 result of 1.98 ng/dl. The roche ft3 reference range is 3.1 - 6.8 pmol/l. The roche ft4 reference range is 0.92 - 1.68 ng/dl. The sample had an abbott ft3 result of 4.58 pmol/l and an abbott ft4 result of 11.2 pmol/l. The abbott ft3 reference range is 2.43 - 6.00 pmol/l. The abbott ft4 reference range is 9.01 - 19.05 pmol/l.